Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required multiple button presses in order to elicit a response. The ok keypad button was reportedly the worst to respond. The patient stated that he noticed the issue about a 1 month ago and that the issue is progressively getting worse. The patient reportedly wore the pump attached to a belt and does not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was fully intact. Evaluation revealed that the down arrow and ok keypad buttons were intermittently unresponsive and required excessive force to activate a response. All other keypad buttons responded appropriately and spring back or click normally. There were no hypersensitive or inverted contacts were observed. Evaluation revealed that there was contamination under the keypad buttons. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.